Event description:
Patient had a right robot assisted total hip arthroplasty on (B)(6) 2024 followed by a right hip incisional revision irrigation/debridement on (B)(6) 2024. Patient had an additional right hip irrigation debridement of a superficial wound infection on (B)(6) 2024. The deep dermal layer and superficial subcutaneous layer developed a hypersensitivity response to the sutures causing wound dehiscence and potential deeper infection. On (B)(6) 2024 wound culture positive for light growth of staphylococcus aures; (B)(6) 2024 fluid culture positive staphylococcus epidermis. On (B)(6) 2024 wound culture with gram stain positive for heavy growth of staphylococcus aureus.